Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer stated there was an insulin flow back alarm during fill tubing and it has occurred more than once. It was found that there was an air bubble in the reservoir. Issue resolved by changing the reservoir. Customer did troubleshooting with plunger but there was no insulin exited from the tubing. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.